Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was hospitalized for an elevated blood glucose (bg) over 500 mg/dl with ketoacidosis (dka) diabetic coma, chest pain and vomiting associated with an alleged inaccurate delivery. Reportedly, the patient remained hospitalized and was treated by a healthcare provider and received intravenous (IV) fluids and an insulin drip as treatment. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed therefore the unspecified pump issue could not be confirmed. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.